Event description:
Discordant, falsely high creatinine results on multiple patients were obtained on the advia 1800 instrument. The laboratory repeated testing on the patient samples on a different advia 1800 and obtained lower creatinine results. The initial results were reported. It is unknown if the repeat results were reported. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely high creatinine results.

Manufacturer narrative:
A siemens customer support specialist was contacted by the customer. After evaluation of instrument files and data, it was determined that the cause of the discordant, falsely high creatinine results was because a system user did not ensure enough calibrant material was present during assay calibration. No further evaluation of the device is required.